Event description:
Right knee synovitis [synovitis]. Case description: spontaneous report was received on (B)(6) 2012, from a pharmacist (via physician) regarding a patient (demographics not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (dose regimen and route of administration not provided). The lot number for synvisc was not provided. On an unspecified date (in the last few weeks), the patient developed synovitis. It was reported that the physician had seen this condition only once or twice during the rest of his medical experience. Action taken with synvisc treatment was not provided. The outcome of the event was not provided. Concomitant medication was not provided. The intensity of the event was not provided. The reporting physician did not provide the causal relationship between synvisc and the event. Follow up information was received on (B)(6) 2012, from a physician providing information on patient's demographics, medical history, laboratory results, clinical course, events and treatment (which upgraded the case to serious, as the patient underwent arthroscopic lavage and synovectomy). The patient was (B)(6), female, patient, with osteoarthritis in right knee. The patient's medical history was significant for previous use of synvisc/hyalgan for osteoarthritis (duration three years, garde: moderate with presence of joint narrowing and osteophytes) without any adverse reaction, non-steroidal anti-inflammatory drugs, steroids and viscosupplementation. On (B)(6) 2012, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection, at a dose of 2ml, once a week into right knee. The lot number for synvisc was unknown to the reporter. On (B)(6) 2012, the patient had second synvisc injection. On (B)(6) 2012, the patient had third synvisc injection. It was reported that the patient's knee became swollen and painful in two days (on (B)(6) 2012) and the patient developed synovitis. The patient was hospitalized and received treatment with vancomycin. The patient was closely monitored clinically and was evaluated for white blood cell count test, erythrocyte sedimentation rate and c-reactive protein (crp) test. No aspiration was performed as the patient had low crp value. On an unspecified date the patient underwent arthroscopic lavage and synovectomy. The patient was placed on peripheral inserted central catheter line to receive intravenous oxacillin (abx). On (B)(6) 2012, the patient recovered from the event of synovitis. Concomitant medications were not provided. The intensity of the event was moderate. The reporting physician assessed the causal relationship between synvisc and the event as definite.

Manufacturer narrative:
Follow up information was received on (B)(6) 2012 in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.